Manufacturer narrative:
Upon investigation of the actual device used in this incident, main drawer not detected on bus. A field service engineer reseated drawer 3.1 and 3.2 retractor bands and row board cable to resolve. Preventative maintenance performed. The system functioned as intended field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on the communication bus. Customer reported drawer 3.1 cubie half cannot recover it and there was delay in patient workflow. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.